Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
The patient has been using their implantable neurostimulator (ins) with very good success. The patient went to recharge over the weekend (last weekend of (B)(6) 2015) and it would not pick up their unit. There was a hard pain coming from where the device is implanted in the patient¿s buttocks. The patient does not have any type of insurance at this time. The patient was scared and could feel the pain in their legs and back coming back as it was when they were injured. It was further reported on (B)(6) 2015 that the patient still had concerns, but had not sought any help, as they still did not have insurance. The patient stated it stopped working after 7 years and their pain was increasing daily. Additional information was requested from the patient's physician, however, they had not been seen by the physician since 2009. If additional information is obtained, a follow up report will be sent.